Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform of a quality control (qc) imprecision, and that patient results were questionable since (B)(6) 2020. The customer stated that qc for hcg should have been around 5 miu/ml and was resulting at 80 miu/ml. Qc was repeated with the same vial of control material and noticed that qc resulted in range. The customer confirms that no patient samples were processed when qc was out of range. The customer provided examples for total hcg, hbsagii, and syphilis, and confirmed that serum samples are in gel barrier tubes. The customer also informs that a spot check identified the event, and no lookbacks or corrected report was issued. A siemens customer service engineer (cse) was dispatched to the customer site. The engineer performed service and discovered a leaking wash block and air leak in the reagent probe tubing. The components were serviced and replaced, and the instrument completed a prime and bubble test successfully. The instrument was verified, and no other imprecision or discordant issues were noted. Siemens evaluated the event and confirmed that parts were replaced, and the single component that caused the qc imprecision and patient results is unknown. The service performed corrected the issue and the instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely elevated human chorionic gonadotropin (thcg) patient result was obtained, upon repeat, on an advia centaur cp instrument. The discordant result did not match the initial result and was not reported to the physician(s). The customer performed repeat testing with the same sample and instrument. The customer confirms that a repeat result of <2 miu/ml is correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant thcg result.